Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered the top of the heater tray has an area roughly 10 inches in diameter that appears melted and has areas of metal showing through from beneath the outer coating of paint. The pdrn was unaware how long the issue has existed or was first noticed. The pdrn stated damage was caused by wear and tear over time. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported product complaint. The pdrn stated that the heater tray was found melted during a home visit. The pdrn stated that the patient did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the melting found on the heater tray. The pdrn could not confirm the machine hours, but the heater tray is the original fresenius part on the machine. The pdrn stated that the cycler was replaced, and that the replacement cycler is performing fine without any issues. Additionally, the pdrn confirmed that there was no damage observed on any other components, or any other additional issues, associated with the melted heater tray. The pdrn confirmed that there was no harm to the patient or individuals because of this malfunction. The pdrn confirmed that the old cycler was available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection performed on the cycler showed peeling paint on the heater tray. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered the top of the heater tray has an area roughly 10 inches in diameter that appears melted and has areas of metal showing through from beneath the outer coating of paint. The pdrn was unaware how long the issue has existed or was first noticed. The pdrn stated damage was caused by wear and tear over time. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported product complaint. The pdrn stated that the heater tray was found melted during a home visit. The pdrn stated that the patient did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the melting found on the heater tray. The pdrn could not confirm the machine hours, but the heater tray is the original fresenius part on the machine. The pdrn stated that the cycler was replaced, and that the replacement cycler is performing fine without any issues. Additionally, the pdrn confirmed that there was no damage observed on any other components, or any other additional issues, associated with the melted heater tray. The pdrn confirmed that there was no harm to the patient or individuals because of this malfunction. The pdrn confirmed that the old cycler was available for return to the manufacturer for physical evaluation.